Event description:
The customer reported in the middle of procedure the device could not cauterize tissue completely even with end tones, indicating a completed seal cycle, confirmed during activation. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). One used lf1520 was received for evaluation and visual inspection found no defects. The reported condition was not confirmed. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.